Event description:
It was reported that the atrial lead was not capturing well during device interrogation. Lead dislodgement was confirmed via x-ray. On (B)(6) 2017, during the lead revision procedure, the physician attempted to reposition the lead, but was unsuccessful. A new atrial lead implant was attempted, but was also unsuccessful. The original atrial lead that had been dislodged was repositioned and reused.